Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 6) occurred. There was no impact to the customer's blood glucose (bg) level due to this event; however, the customer experienced a low bg level of 52 (mg/dl) earlier in the morning. Carbohydrates and mints were consumed to address bg levels. The customer was able to load a new cartridge successfully.